Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for spinal stenosis and spinal pain. Information was reported that a patient hasn't been able to use their system because it causes extreme heat and pain in the pocket. The hcp was unable to complete any troubleshooting. No further complications were reported. No additional patient symptoms have been reported.